Event description:
Pt with subarachnoid hemorrhage (sah) status post clipping coil; a lumbar drain was placed. The pt exhibited a positive csf for bacillus cereus in 2003. The pt was treated with vancomycin and recovered. No device information or lot number was provided, therefore a review of the customers purchase record was conducted which identified the purchase of lumbar catheter kit.